Event description:
Information received from complainant form is indicated as follows: "leakages on the balloon between the catheter and the blue pocket." It is reported that the product was in use for one (1) week before the event occurred.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Based on the information referenced on the complainant form, the device was used on a burn patient and was replaced. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's .complaint handling and CAPA procedures.